Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Rusch brillant (silicone) indwelling urinary catheter balloon split causing it to fall out. 10cc of sterile water was inserted into the empty balloon. On inspection the balloon has an obvious split.

Event description:
Rusch brillant (silicone) indwelling urinary catheter balloon split causing it to fall out. 10cc of sterile water was inserted into the empty balloon. On inspection the balloon has an obvious split.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and product met released specification. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this complaint, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.